Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an cartridge alarm 1. Additionally, an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer's blood glucose level was 300 mg/dl. Multiple attempts were made to follow up with the customer on the reported issue; however no response from the customer was received.